Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with grade 2 diffuse lamellar keratitis (dlk) on the right eye (od) at 1 day post-operative exam. The patient had commented on irritated dry eye. Oral steroid (medrol pack) and topical steroid drops were increased to treat symptoms. The symptoms have been resolved. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.50 x -1.50 x 163, left eye pre-op 20/20 -2.75 x -1.00 x 13. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.